Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. One device was returned for investigation. The returned packaging confirms the reported complaint device lot number. Inspection of the returned device noted the device was returned with the handle in the open position and basket formation was in the closed position. The support sheath was bowed starting 2 cm from nose of mlla( [male luer lock adapter). There were kinks in basket sheath 1.5cm from distal tip of support sheath. Functional testing determined the handle does not actuate the basket formation. The handle was disassembled, reset, and reassembled, function test noted the handle still did not actuate basket formation. The basket/coil assembly was removed from basket sheath, visual examination noted the basket formation is present. A visual examination noted two kinks in basket/coil assembly located 4 cm from handle and between 6.5-7 cm from handle. The kinks on the basket/coil assembly correlates to basket sheath damage. A review of the device history record found no non-conformances. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to be non-functional due to sheath damage. The sheath of the device was bowed near the handle and kinked near the distal tip. The basket was closed and could not be opened due to the sheath damage. Devices are inspected multiple times for damage and proper operation during manufacturing and during quality control checks, and are packaged with the basket in the open position. It is likely the sheath of the device was inadvertently damaged during handling before use. The IFU contains a precaution not use excessive force to manipulate the device or damage may occur. The risk analysis for this failure mode was reviewed, and it was determined that no additional risk mitigating activity is required. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is reported prior to an unspecified procedure using a ncircle tipless stone extractor, the device was bent near the handle causing issues. This issue was discovered prior to use/patient contact and was not used. It is unknown how the procedure was completed after the difficulty. As the device never made patient contact, the patient did not experience any adverse effects as a result of this alleged product malfunction. The patient did not require any additional procedures as a result of this occurrence. Additional details regarding the patient and event have been requested. The area rep stated that no further information is available.